Event description:
Reporter indicated that the patient has been "heaving" and feels like there is something wrong with their lungs. The patient is asthmatic, but reports that their family doctor indicated that the heaving is not related to their asthma. Further follow-up revealed that the patient had an episode on 12/10/02 where pt woke up and couldn't breathe. The patient reported that this started about 9 years ago and happens about once a year. The patient has been implanted with the ncp system since 1991. The patient was seen by a laryngologist in 12/02 and was diagnosed with paradoxical vocal cord dysfunction. The laryngologist is considering using botox as a treatment.